Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), post-implant left iliac fossa pain was observed. Two days later arterial portography (ctap) showed a left sided retroperitoneal hematoma. Hemoglobin (hb) on admission was 98 grams (g) of hemoglobin per liter (l). The lowest level of hb was 68 g/l and was 99 g/l at discharge. A blood transfusion was administered and hospitalization was prolonged. The event resolved six days after onset. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Paragraph three added. Of note: upon attempt to submit this third supplemental report to the initial report an error would prevent this report from electronic submission. As result, previously reported information in the initial report was re-entered to complete submission. This information was: d2. Product code; g1. Manufacturers email address; h6. Eval code method and eval code result medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), post-implant left iliac fossa pain was observed. Two days later arterial portography (ctap) showed a left sided retroperitoneal hematoma. Hemoglobin (hb) on admission was 98 grams (g) of hemoglobin per liter (l). The lowest level of hb was 68 g/l and was 99 g/l at discharge. A blood transfusion was administered and hospitalization was prolonged. The event resolved six days after onset. No additional adverse patient effects were reported. Additional information was received that vascular access was obtained via the right femoral artery to insert the dcs. The injury occurred after the valve implant procedure had concluded and was located on the left side. To treat the decreased hb, it was reported one day following valve implant, one unit of packed red blood cells (prbc) was transfused. On the second post-operative day, two units of prbc were transfused and one additional unit of prbc was transfused on the third post-operative day. No adverse patient effects were reported. Additional information was received that the patient's obesity interfered and made ultrasound imaging difficult. Vascular access could not be safely achieved without observing puncture via vascular ultrasound. A decision was made to request vascular surgery review. An agreement was achieved that the safest option for the patient was to perform a cut down with direct visualization of the femoral artery. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the access site vessel diameter was 4.7 millimeter (mm). No additional adverse patient effects were reported.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), post-implant left iliac fossa pain was observed. Two days later arterial portography showed a left sided retroperitoneal hematoma. Hemoglobin (hb) on admission was 98 grams (g) of hemoglobin per liter (l). The lowest level of hb was 68 g/l and was 99 g/l at discharge. A blood transfusion was administered and hospitalization was prolonged. The event resolved six days after onset. No additional adverse patient effects were reported. Additional information was received that vascular access was obtained via the right femoral artery to insert the dcs. The injury occurred after the valve implant procedure had concluded and was located on the left side. To treat the decreased hb, it was reported one day following valve implant, one unit of packed red blood cells (prbc) was transfused. On the second post-operative day, two units of prbc were transfused and one additional unit of prbc was transfused on the third post-operative day. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added. H3. Device was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.